Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that this patient presented to the emergency room for an unspecified reason. Evaluation of the patient's implantable cardioverter defibrillator (ICD) revealed that impedances on the right atrial (ra) lead were high out of range and had been for some time. Review also showed episodes of noise which was oversensed, resulting in atrial-tachy response (atr) episodes. No adverse patient effects were reported. The ICD and ra lead remain in service.